Manufacturer narrative:
There was no patient involvement reported. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however there was no evidence of non-tuberculous mycobacteria. There was no reported patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however there was no evidence of non-tuberculous mycobacteria. There was no reported patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however there was no evidence of non-tuberclulous mycobacteria. There was no reported patient involvement. The customer has stated that the involved unit has been removed from service and they plan to replace the unit with a new device in the future. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Device removed from service by customer.